Manufacturer narrative:
Analysis of anchor model 97792 lot # unknown found a tear in one wing of the anchor where the suture was located. The wing had not torn through. The anchor had also migrated to a position over the #3 electrode on the lead. Analysis of lead model 3888-33 sn: (B)(4) found the lead was stretched at the #3 electrode and the #3 conductor broke at the electrode weld site. Circuit #3 was open.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was walking on some stairs, felt an electric shock, and passed out. The patient hit their neck on a window frame and after the event, stimulation did not work okay. Stimulation only worked when pressing the lead. When checking the lead, the patient¿s healthcare professional (hcp) noticed that the anchor had broken and the lead moved. Impedance testing and reprogramming had been done. A revision was done and a new anchor, lead, and extension were implanted. Following the revision the patient had an infection at the lead and extension connection location. Antibiotic treatment was necessary. The patient had pain and lots of medicine was used, but they were okay now.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, explanted: (B)(6) 2015, product type: accessory. Product ID: 3888-33, lot# 0206865295, product type: lead. Product ID: 37083-40, lot# serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the infection was due to the replacement surgery. Perioperative antibiotics were administered. The infection was noticed "a few days" after the surgery and the patient was treated with nonsteroidal anti-inflammatory drugs. The infection was resolved and the patient was doing very well. The type of organism cultured was unknown, but it was noted the patient did not have meningitis. The patient was scheduled for one more "control" in (B)(6) at the hospital.